Manufacturer narrative:
Other text: h6 - evaluation codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service previously.

Event description:
It was reported that the thermometer could not be turned on. The device was not used. It was determined by the customer, the device had a power cord fault and has been resolved. It is now running normally and does not need to be returned for repair. No patient was involved.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.